Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to the follow-up in clinic with pocket stimulation. Upon review, high out of range, voltage lead impedance was noted on the right ventricular lead. Two days before, the device recorded low, out of range, impedance on the right ventricular lead as well. High capture threshold was also noted on the lead. An insulation breach is suspected to be causing these issues. Programming changes were made. Patient was in stable condition.